Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for the same event. It was reported that during an ear, nose and throat (ent) surgical procedure, it was observed that the motor device and two attachment devices were heating up while in use together. It was reported that there were no delays in the surgical procedure as identical spare devices were available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization reported. If any additional information should become available a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn out which created heat in the elbow and base of the attachment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.